Event description:
Cre 12mm 13.5mm 15mm. The original sheath was missing at the tip of the balloon, lot# 31205625. Also, the inflation grid was missing from the balloon on both opened packages. The second balloon had a sheath. Manufacturer response for cre pro wireguided, (brand not provided) (per site reporter) [redacted name] notified. A follow-up for a qa report will be done with the vendor.